Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 10010454; batch#: unknown. It was reported by the customer that there was a large amount of air trapped in filter of tpn tubing even though the remainder of the tubing had been primed properly. Verbatim: rcc received a complaint via email. Email(s) attached. While priming tpn, writer noted that there was a large amount of air trapped in filter of tpn tubing even though the remainder of the tubing had been primed properly. Re attempted to prime and this time successful, however did not feel comfortable to use. Therefore, a new set primed and used for patient. Manufacturer code/model: 10010454.

Event description:
Material: 10010454. Batch#: unknown. It was reported by the customer that there was a large amount of air trapped in filter of tpn tubing even though the remainder of the tubing had been primed properly. Verbatim: rcc received a complaint via email. While priming tpn, writer noted that there was a large amount of air trapped in filter of tpn tubing even though the remainder of the tubing had been primed properly. Re attempted to prime and this time successful, however did not feel comfortable to use. Therefore a new set primed and used for patient. Manufacturer code/model: 10010454.

Manufacturer narrative:
The customer reported air in filter, and returned one used sample primed with tpn, of material 10010454, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was primed with water from a bd 10 ml syringe, and the complaint of air in line/leakage from filter air vent was verified. The filter was forwarded to the supplier of the component for further analysis. The supplier investigation found that the filter was able to correctly filter out air bubbles, and also had no leaking issues. There was no definitive root cause found in the filter. This was after the filter underwent a process to clean it out and reset it to factory default, so the potential root cause for the issue is the end user drugs used. A device history record review could not be performed because the lot number is unknown.